Event description:
It was reported that the insulin pump alarmed no delivery and occlusion in the tubing. The blood glucose reading was 449 mg/dl. The alarm was resolved by a complete set change. The customer did not want to return the set or reservoir for analysis. Advised the customer to call when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.